Event description:
It was reported via repair work order that the side rails had loss of function due to damaged cables. It was further reported that the motion interrupt pan was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.